Event description:
Patient has reported " armpit pain, pain running into breast, night sweats; chronic fatigue and very worried ". Later healthcare professional reported capsular contracture, baker grade ii and seroma-late. The device remains implanted. This relates to the left side.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late.